Event description:
It was reported that the coil was fractured. A 20mmx40cm interlock-35 coil was selected for use on the embolization of splenic artery aneurysm. During the procedure, it was noted that the coil was fractured inside the catheter. The coil was simply pulled out and completely removed from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Only the coil was returned for this complaint. The introducer sheath and delivery wire were not returned. Visual inspection was performed and the main coil was found kinked and severely stretched. No more damages were found in the returned device. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. The interlocking arm of the coil was inspected, and the interlocking arm was detached. The detached part was not returned. Dimensional inspection was performed and the measured dimensions were within specification. No other issues were identified during the product analysis.

Event description:
It was reported that the coil was fractured. A 20mmx40cm interlock-35 coil was selected for use on the embolization of splenic artery aneurysm. During the procedure, it was noted that the coil was fractured inside the catheter. The coil was simply pulled out and completely removed from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.